Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a reported blood glucose of 284 mg/dl persisting for most of the day and associated blurry vision, after a recent supply change; no dosing-stopped alerts occurred and the user was unable to perform a confirmatory fingerstick. Symptoms included hyperglycemia with visual disturbance. Outcomes included user education and troubleshooting with guidance to allow time for blood glucose to stabilize following the supply change and a plan for follow-up. Investigation included technical support review and user interview. Investigation of this case revealed no evidence of infusion set leakage, kinking, or occlusion, and no device alarms. It was concluded that the cause of the hyperglycemia was unclear and that the device was functioning as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.